Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited infection. In addition, a huge clot sitting on patient's tricuspid valve. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. There was no indication that this ICD will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited infection. In addition, a huge clot sitting on patient's tricuspid valve. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. There was no indication that this ICD will be returned.